Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Event description:
According to the available information, the implant was removed and replaced due to a leak caused by a visible crack in the cylinder/pump tubing.